Manufacturer narrative:
A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss). The fss performed lens calibration and simulated the treatment. During the simulated treatment and using the customer¿s standard treatment card, the laser stalled and produced the axial motor error. The fss replaced and calibrated beam shape module- set soft motor limits, iris, slit blades, axis, hyper, all calibrated in star cal feature. After the repair work was completed, there were no interruptions or errors. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported during a long laser treatment of a hyperopic case, the laser had stopped with 12 seconds left with an axial motor error. The surgery center was not able to continue the procedure. A brief description from the surgery center indicated the treatment was halted and a self-test was performed. The laser system passed self-test and all motors passed. In addition, the iris and two hyper calibrations to insure -4.00 sphere was performed and all passed. After all self-tests were performed and passed, the surgery center attempted to complete the laser treatment but was unsuccessful as the axial motor error appeared again. The surgeon elected to abort the procedure and had patient treatment rescheduled to lift the flap and complete the procedure. One day post op exam revealed there was no manifest being completed. Post-op: ucva from (B)(6) 2015: 20/30 +3.85 x +0.50 x165.